Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was using the harmonic ace when the blade broke away from the device and into the patient. The blade tip was retrieved from the abdomen using a grasper.another like device was used to complete the procedure. There were no adverse consequences for the patient. Device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.